Event description:
The customer reported discrepant low sodium on three patients when compared to repeat testing on unknown lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer provided instrument files for investigation and the investigation is ongoing. The cause of this event is unknown. The customer states they are currently operational on the instrument.